Manufacturer narrative:
The investigation for the optical signal issue has been completed. The product was not returned for investigation. The data log shows the placement signal drift with a placement signal not reliable (psnr) alarm after the 9th day of pump use. The design life of the cp pump is 8 days. The cause of the optical signal issue was sensor silicone wear beyond the product design life. Corrections to the initial MFR report: f6/f8 should have been left blank. H6 med dev prob code 3001 changed to 2917.

Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp was removed due to placement signal low alarm and placement signal unreliable alarm. No patient harm was reported. The patient remained stable on extracorporeal membrane oxygenation (ECMO) support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.